Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was inadvertently dropped in water. Customer experienced continuous elevated blood glucose (approximately 400 mg/dl). Corrective bolus and insulin injections were used to address bg. Pump system check was performed with tandem technical support and it was confirmed pump was not functioning properly. Customer reverted to manual injections for insulin therapy.